Manufacturer narrative:
A field service engineer was dispatched to customer site. The oil filter clamp going from filter housing to pump came had come off, it was re-installed to resolve the haze issue. Unit meets specifications and was returned to service on 02/09/2017. The DHR was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release.

Event description:
A customer reported an event of a smoke/haze emitting from the sterrad 100s sterilizer. There was no report of any injuries or human reactions. The customer unplugged the unit and turned off the breaker. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury.

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history record (DHR), and system risk analysis (sra). The sra shows the risk for exposure to toxic or corrosive material to be "low." No parts were replaced to resolve the issue. The assignable cause of the haze/mist/vapor issue is the due to the oil filter pump. The field service engineer reinstalled/adjusted this part and confirmed the sterrad® 100s was restored to proper function after service. The issue was resolved at the customer facility. Asp will continue to track and trend this issue.